Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was cracked and half of the reservoir lip was missing. The customer stated that their blood glucose had been high for a week, which the customer attributed to the reservoir not securing correctly. The customer had done two infusion set insertion site changes and both times the cannulas were not bent. The customer's blood glucose was 20.0 mmol/l. The customer was advised that the insulin pump will be replaced. Nothing further was reported.